Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown . H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified bd vacutainer pst tube that there was poor barrier separation. There was no report of patient impact. The following was reported: inappropriate positioning of separator. A poster was presented at the 2023 adlm conference on implementing preanalytical tools that improve patient care. The presenter discussed how they contrived blood specimens with high-dose iodine-based contrast agents and observed incorrect barrier positioning after centrifugation in bd vacutainer® pst.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using an unspecified bd vacutainer pst tube that there was poor barrier separation. There was no report of patient impact. The following was reported: inappropriate positioning of separator. A poster was presented at the 2023 adlm conference on implementing preanalytical tools that improve patient care. The presenter discussed how they contrived blood specimens with high-dose iodine-based contrast agents and observed incorrect barrier positioning after centrifugation in bd vacutainer® pst.